Event description:
A physician reported that his programming sys was malfunctioning. F/u with the physician revealed that no error messages were observed. He only indicated that it was "not working." Good faith attempts to obtain add'l info have been unsuccessful to date.